Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete electrode was returned. Setscrew marks were noted on the proximal connector (sense a contact pin), which is the correct location. Arc marks were observed on the high voltage shocking coils toward the distal end. Resistance testing was then completed. Measurements throughout this test were within normal limits. Analysis of the device found internal arcing damage. The arc marks found on the high voltage shocking coils of the electrode correspond to arc marks on the device case.

Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Analysis completed in our post market quality assurance laboratory identified a product performance issue.